Event description:
During troubleshooting for an unrelated alarm during dwell three of four on a homechoice (hc) machine, it was reported that the home patient (hp) found air pockets in the drain line stretching about four feet. It was reported that the hp had pressed go to start therapy prior to connecting to the hc. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.